Event description:
The balloon was prepped and assembled in the regular manner. After transseptal was performed the dilator was inserted. The inoue balloon (ibc) was then inserted into the la (left atrium). The ibc would not advance easily on the guidewire. The ibc was removed. The septum was dilated with a 10 x 40 mm balloon. This balloon was removed. The ibc was inserted again. It still would not easily advance on the wire into the la. The ibc was removed again. The septum was dilated again with the same 10 x 40 mm balloon. The balloon was removed. The ibc was inserted into the la. It was advanced to the valve. It easily crossed into the lv (left ventricle). The position was confirmed with tee (transesophageal echocardiography). The ibc was inflated in the proper position in the valve. The ibc was brought back into the la. Mr (mitral regurgitation) was evaluated. There was a tear on the anterior leaflet. The mr was 4+ (wide open). The patient was stable. The CT (cardiothoracic) surgeon and interventional cardiologists decided to leave the patient intubated for CT surgery. The ibc was reassembled in the la. It was withdrawn from the patient. The patient had mitral valve replacement on (B)(6) 2023. The patient is still in the hospital and is progressing in her recovery.

Manufacturer narrative:
The facility discarded the inoue balloon catheter used in this patient, therefore it is impossible to investigate it anymore. We investigated the manufacturing record of the lot used in this patient and we have confirmed that there was nothing wrong in it. Therefore, we judged that this event was not caused by manufacturing process. "Increase in valvular regurgitation" and "damage to the mitral valve or ruptured chordae tendineae" have already been mentioned in instructions for use and there is nothing wrong in the manufacturing record, so we have judged that it is not necessary to take any corrective action.